Event description:
It was reported that the right ventricular lead appeared to have perforated the heart. Part of the lead was cut off and removed and the remainder of the lead was capped. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The proximal conductor had blood / body fluid. The outer tubing overlay was breached cut. The proximal segment of the lead was returned for analysis..